Event description:
The device was returned to the service center with a report from the customer contact that during testing the device alarmed with a hardware watchdog error. No additional information was provided. This does no indicate a reportable malfunction. However, during testing at the service center the device did not pass the sdram test and during review of the device history a tightloop malfunction whitescreen error was noted.

Manufacturer narrative:
The device initially passed testing. A whitescreen error was not displayed during the testing procedures. During a review of the device history a tightloop malfunction whitescreen error was noted. Further testing found the device did not pass the sdram test which may have been caused the customer's reported whitescreen error. This is due to the som2 hardware module. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.